Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was over 500 mg/dl. The customer changed the reservoir and set last friday. The customer had symptoms such as nausea and vomiting. The customer stated that the ketone was positive. After the set was inserted with the serter, the customer's blood glucose was 490 mg/dl. The customer treated with syringe. The customer stated that the high readings persisted after battery change. The customer was advised to monitor the pump.